Event description:
It was reported that this patient¿s device showed high impedance and they were therefore referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.